Manufacturer narrative:
Technical service provided the safety data sheet to the customer and no further action is required. According to the package insert in195000 v. 3.0: precautions 21. The extraction reagent packaged in this kit contains saline, detergents and preservatives that will inactivate cells and virus particles. Samples eluted in this solution are not suitable for culture. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported extraction reagent coming into contact with eye with the binaxnow covid-19 ag card on (B)(6) 2021. Patient had put some binaxnow covid-19 reagent in their eyes, mistaking them for eye drops. The patient's eyes were rinsed out with water. The customer confirmed there was no medical exposures or injuries.